Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
Dislocated distal end. As per cc form: "dr performed cholangiography and sphincterotomy without pb. He was not in difficult situation, scope not too much bending. Nurse opened sealed package without pb and stent was visually checked before to use, stent was introduced in duodenoscopies without problem but insertion into biliary duct was very difficult. After a moment dr decided to remove all the system from the endoscope and saw that stent distal was deformed, plastic catheter was deformed. Unfortunately they didn't keep the stent and didn't take picture. They took a new one and could finish examination without problem. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1754593 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1754593 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1754593; upon review of complaints this failure mode has not occurred previously with this lot # c1754593. The instructions for use ifu0062 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause could not be determined as the device was not available for evaluation. A possible root cause could be attributed to the torturous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the stent and catheter deformation noted. It is known that insertion into the biliary duct was very difficult. Several attempts have been made to request additional information but it has not been forthcoming, if this is received at a later date the investigation will be updated accordingly summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 09-mar-2023.